Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to a third-party service center for evaluation. Evaluation result stated that the complaint was not confirmed and the technician confirmed visible of foam particles during device evaluation. Additional some secondary findings and the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on 18 jun,2024 and additional narrative should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence) of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was one error found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped. The following sections have been corrected/updated in this report: in box a: patient identifier has been updated. In box e: initial reporter has been updated. In box g: report source has been corrected. In previous report, box b5 verbiage was incorrectly captured which has been corrected.